Event description:
It was reported that episode device interrogation revealed several vt episodes.. The atp therapy was always efficient, except for one episode where atp was not efficient and a high voltage shock was delivered. It was suspected that the second atp accelerated the rate. Programming changes were made. No further information is available.